Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n167707, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709sc, lot# n175086007, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) involved in a clinical trial regarding the delivery of dilaudid (0.1mg/ml, 0.02303 mg/day), clonidine (100.0mcg/ml, 23.03 mcg/day), and bupivacaine (2.5mg/ml, 0.5757 mg/day) in an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. The patient was seen for a wound check and redness around the pump site with existing pus was observed on (B)(6) 2015; infection. The patient experienced itching at the wound site. The entire system was explanted on (B)(6) 2015. The event resolved with sequela. The device was disposed of in accordance with biohazard instructions. The event resulted with in-patient hospitalization. The event was thought to be related to the implant procedure and not the device. The system may be replaced in the future when the infection was better.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot#: n167707, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709sc, lot#: n175086007, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported there appeared to be a post-operative infection at the pump pocket incision site.